Event description:
The customer's mother reported via phone call that the patient had a keypad anomaly on the insulin pump. Customer's blood glucose was 286 mg/dl. The customer stated that numbers kept scrolling while to put in blood glucose. Customer was advised to discontinue use of the device and revert to back up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.